Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon ruptured occured. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. The 2.5mmx 220mmx150mm coyote balloon catheter was used for dilation. On the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.